Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: visual inspection: the pfna-ii blade l100 tan was returned and received at us customer quality (cq). Upon visual inspection, scratches were present on the blade. This might be due to the explantation/implantation. However it doesn't impact functionality and no issues were found with the device. Functional test: the functionality test cannot be performed as the impactor/mating device was not returned. Dimensional inspection: inner diameter of screw: confirming document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. No design discrepancy is found investigation conclusion the complaint condition was not confirmed for the pfna-ii blade l100 tan. The impactor was no returned and no issues were identified with blade. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a surgery. During the surgery, when locking the pfna-ii helical blade, the locking mechanism didn't work. The blade remained unlocked even though the impactor was turned in the direction of locking and eventually got unlocked from the blade. The surgery was delayed but actual amount of time was unknown. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported: unk: nails: pfna-ii (part# unknown; lot# unknown; quantity: 1). This complaint involves (2) devices. This report is for (1) pfna-ii blade l100 tan. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 04.027.055s. Lot: 51p5927. Manufacturing site: bettlach. Release to warehouse date: 21 april 2020. Expiry date: 01 april 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the pfna-ll helical blade was observed to be in the unlocked position intra-op and attached to the impactor instrument. The complaint condition can be confirmed. However, the allegation of the blade not assembling with the impactor cannot be confirmed from the provided image. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.